Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An account manager reported that a site had unexpected outcomes on eight patients based off of refractive analysis system recommendations. If original pre-operative plan would of been followed, results would have been much closer to that target outcome. There are eight related reports. This report addresses the patient number three and other manufacturer reports will be filed for the remaining patients.

Manufacturer narrative:
Related information was requested but was not obtained. With no additional related information provided, the customers reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. However, an internal investigation has been opened on this issue. (B)(4).

Event description:
Upon additional follow up, this report addresses patient number eight and not patient three like previously reported.